Event description:
Pt in intensive care unit receiving multiple intravenous infusions. Intravenous tubing changed as per protocol. Shortly thereafter pt experienced deterioration in clinical status. Which progressed to cardiopulmonary arrest. Pt not able to be resuscitated. Chest x-ray revealed air embolism. Source of air embolism unknown.